Manufacturer narrative:
Initial.

Event description:
It was reported that the user received restart alerts and an alert 38 motor stall while attempting to restart the ilet and had been using backup therapy until contacting support; during a guided dry run the user successfully advanced to 120 units without a repeat alert, and they were advised to replace the cartridge, connector, and infusion set, after which they planned to reattach to the pump. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor condition, and the issue was attributed to supply-related mechanical factors rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency related to the disposable supplies. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.